Event description:
During the initial implant procedure, a helix anomaly occurred on the atrial lead. A replacement atrial lead was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was due to blood/tissue in the helix region and the over torqued inner coil in the connector region. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures.